Event description:
Event description guidant received information that the patient was hospitalized for pneumonia, during which, he suffered a cardiac arrest. The patient later goes into emd and dies. The physician suspects that the ICD detected the patient's vf but did not adequately treat it.